Manufacturer narrative:
It was reported that the user experienced a low blood glucose event requiring ems assistance and self-administration of intranasal glucagon. The user disconnected from the ilet following the event, and no device malfunction has been identified based on available information; cgm data were not available for review. A follow-up MDR will be submitted if additional information becomes available.

Event description:
On (B)(6) 2025, the user reported that on (B)(6) 2025 they experienced hypoglycemia with a bg of 43 mg/dl. The user attempted to treat the low bg with intranasal glucagon prior to ems involvement. The user contacted ems for assistance, was treated on scene without hospital transport, and stabilized the same day.